Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis developed pain in her right breast post implantation. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.